Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: the delivered boluses were calculated for 10-26, 10-25 & 10-24, the delivered boluses on each day match correctly the total daily dose bolus history. The black box shows pump delivered 5.6 u of a manually programmed 21.5 u ezcarb combo bolus due to an occlusion. Pump boots to verify screen with no issues. Manually performed a 10 u audio & 10 u normal bolus. Both were accurately recorded in the bolus history& bolus total daily dose history correctly showed 20.0 u. The pump was exercised for 24 hrs with a 1.0 u/hr basal rate; at end testing the basal history correctly showed 1.0 u and total daily dose showed 24.0 u. No errors, alarms or warnings occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that the bolus totals did not match. There was no associated adverse event with this issue. This complaint is being reported based on the allegation against the delivery function of the pump.